Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he is experiencing discomfort at his scs ipg pocket site due to the ipg being superficial. The patient was advised to consult with the physician regarding the issue.